Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. It was indicated that the patient was under 2 years old which is off label usage of the device. The product was evaluated. An external visual inspection was performed and passed. Voltage measurement test was performed and failed with 0 voltage. A review of the share logs was performed, and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause was determined to be a low transmitter battery. No injury or medical intervention was reported.